Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A new cartridge was loaded onto the pump and the pump performed as intended. Additionally, it was reported that an inaccurate fill estimate was received. Customer's blood glucose level ranged between 132-148 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.